Manufacturer narrative:
This report is being supplemented to provide additional information added to field d9, h3, h6. Additional information added to field d8, d9, e2, e3, h3 and h6. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the connector of the connecting tube was unable to connect properly because external stress was applied to the tube, which broke the connector. The external stress may have been caused by the user applying force in the incorrect direction. The event can be detected and prevented by following the instructions for use which state: 9 preparation and inspection. 3move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, there has been an ongoing issue with the broken connecting tube while being used with the oer-elite reprocessor. The connectors are breaking on the reprocessor connector side. The connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event. This complaint is related to patient identifiers: (B)(6).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.